Event description:
Leeds rec'd a report from the mda stating the pt was revised and the poly liner was discovered broken at the flange. Complications reported were metallosis of the ilio-psoas bursa producing swelling in the groin and compression of the femoral vein.